Event description:
A customer reported an altitude alarm on their insulin pump, which had previously experienced the same issue. There was no adverse impact to the customer's blood glucose level. Customer had previously cleaned the speaker holes per technical support guidance, and there was confirmation that the pump was not exposed to condensation or humidity. Technical support decided to replace the pump, ensuring the customer would receive a new unit with updated software. Customer was advised to follow various instructions, including putting the pump into storage mode and returning it within ten days to avoid charges. Customer will temporarily use multiple daily injections as backup therapy and program their settings into the replacement pump upon receipt.